Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by oversensing of noise and lead fracture. The pace/sense lead impedance was greater than 2000 ohms. No further patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by oversensing of noise and lead fracture. The pace/sense lead impedance was greater than 2000 ohms. No further patient complications were reported as a result of this event. A 3500a was received and further reports that inappropriate shocks, oversensing of noise, and high pace/sense lead impedance was noted. No obvious lead fracture or abnormal lining of the lead was visible.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; full lead was returned for analysis. It was reported that the rv lead was explanted due to inappropriate shocks caused by oversensing of noise and lead fracture. The pace/sense lead impedance was greater than 2000 ohms. No further patient complications were reported as a result of this event. A 3500a was received and further reports that inappropriate shocks, oversensing of noise, and high pace/sense lead impedance was noted. No obvious lead fracture or abnormal lining of the lead was visible. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure device was out of specification in a manner that relates to event explanted impedance, high interference lead(s), fracture of oversensing replace shock, inappropriate implant, removal of.